Manufacturer narrative:
Product event summary: servicing of the device confirmed the reported event in the environmental chamber, as a result the keyboard, one board connector flex and the main printed circuit board (pcb) was replaced as a preventative. It was also noted that the lower case was broken and side bail covers were broken. Further analysis was performed on the keyboard, flexible flat cable and main pcb for failure analysis. This analysis could not verify the reported event or the failure seen during servicing. The defect could not be found with the tested subassemblies however the interface of the emergency circuit thru the display module was suspected.

Event description:
It was reported the external pulse generator (epg) powers on in an unusual way. The epg defaults to different atrial and ventricular values than the nominal power on values. It also does not always power off correctly. The top light emitting diodes (leds) flicker. The epg was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).